Event description:
It was reported that during the implant attempt the helix on the right atrial (ra) lead would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. All conductors were distorted. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor had been over-retracted in the connector.